Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation, the electrode belt failed a functional fall-off test. The cause of the failure and messages was isolated to a damaged pulse wire in the distribution node (dn). The pulse wire was pinched resulting in bare wire that was shorting with the dn pca. The root cause for the damaged pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing frequent adjust belt and check belt messages.